Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited an impedance and threshold anomaly. It was suspected that the lead was fractured in the clavicular junction. Because atrial pacing was rarely seen, the physician determined that the lead was not needed. The lead was capped. The patient was stable.